Event description:
It was reported that during use with an unspecified amount of bd vacutainer® 9nc 0.129m plus blood collection tubes the tubes would under fill. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: since 2 weeks ago, we have been observing that the tubes of citrate reference 363079 of lot: 3052187 and expiration date november 2023, do not have enough vacuum for its correct filling. In view of the incident, we have asked the centers to withdraw the batch while waiting for instructions, and we have supplied them with tubes from the laboratory of this batch. So far, we have distributed (B)(4).

Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.